Manufacturer narrative:
On (B)(6) 2015, a technical support service (tss) conducted follow-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer and found that the customer was trying to correlate prog-1 with prog-2 using oral prog, and received poor correlation results and discrepant results with a number of patient samples through the month of (B)(6). But in all cases, the qc results matched the published data very well across both prog- 1 and prog-2. The aia-360 analyzer was functioning as intended and all errors cleared. No further action required by tss. The most probable cause of the reported event was due to the product. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported corellation issues with their aia-360 analyzer. The customer is unable to run prog-1and prog-2 patient samples. A technical support specialist (tse) addressed the reported event, which resulted in delayed reporting prog-1and prog-2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.